Manufacturer narrative:
(B)(4). To investigate the customer issue, a review of complaint reports was performed. This review did not identify any trend in complaint activity that would indicate that the product is performing contrary to its claims. In addition, testing was performed to verify that the lot number in question is able to accurately detect samples with known concentrations throughout the full assay range. Testing met acceptance criteria. All individual replicates and grand means were within acceptance criteria for each concentration level. Based on the investigation performed, it was determined that the architect intact pth assay is performing as intended.

Manufacturer narrative:
(B)(4). This report is being filed on an international product (architect ipth, list #8k25-20) that has a similar product distributed in the us (architect ipth, list #8k25-27). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated that falsely elevated architect ipth results were generated using reagent lot 01810d000 on architect i2000sr serial number (B)(4). A result of 103.7 pg/ml was reported on a patient. The result was questioned because it was higher than expected and did not fit the clinical history of the patient. A result of 28.7 pg/ml was generated for the same sample when sent out for testing at a reference laboratory on a different architect i2000sr analyzer. No impact to patient management was reported.